Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at night. The iol was exchanged for non-company lens months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received loose in a specimen container. Substantial amount of solution is dried on the iol. Approximate 50 percent of the lens is returned, half of the optic with one haptic. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient and clinical reason for explant was intolerable visual disturbances. The iol was exchanged for non-company lens months following the initial implant procedure.

Manufacturer narrative:
Additional information was provided in a1., b.5. And d.5., d.6.b., and d.9. The manufacturer internal reference number is: (B)(4).